Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("intense and chronic pelvic pain") in a 35 year-old female patient who had essure inserted (lot no. 664664). Additional non-serious events are detailed below. The patient had a medical history of abortion, parity 4 and multi gravida. She used condom was contraceptive method. Previously administered products included: ciclo 21. The only concomitant product mentioned was ciclo 21 (ethinylestradiol;levonorgestrel) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("acute pain and intense during essure placement"). In 2013 she experienced uterine pain ("feeling of perforation in the uterus / twinge"). On (B)(6) 2016 she experienced headache ("cephaleia") with eye pain, myalgia ("myalgia") and arthralgia ("arthralgia"). On (B)(6) 2021 she was found to have uterine leiomyoma ("uterine volume of 169.97 cm3 / uterine myomatosis"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menstrual period became more than 20 days of heavy bleeding "), dyspareunia ("dyspareunia"), abdominal pain lower ("intense colic"), pain in extremity ("pain in the legs"), lumbar pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sex"), diarrhoea ("diarrhea"), dyspnoea ("dyspnea"), peripheral swelling ("swelling in the legs"), paraesthesia ("tingling"), inflammation ("abdominal inflammation"), tremor ("tremor"), low back pain ("lower back pain"), uterine inflammation ("uterine inflammation"), joint pain ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), vaginal odour ("strong odor from vaginal fluid"), abnormal uterine bleeding ("abnormal uterine bleeding") and cervicitis ("mild nonspecific chronic endocervicitis"). The patient was treated with cefalexina [cefalexin], teflan (tenoxicam), dorflex (caffeine;metamizole sodium;orphenadrine citrate), luftal [dimeticon] and iruxol [chloramphenicol;clostridium histolyticum enzymes;collagenase] as well as surgery (essure removal via total hysterectomy vaginal and bilateral salpingectomy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, adenomyosis, alopecia, arthralgia, joint pain, lumbar pain, low back pain, cervicitis, coital bleeding, diarrhoea, dyspareunia, dyspnoea, fatigue, headache, heavy menstrual bleeding, inflammation, loss of libido, mood swings, myalgia, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine leiomyoma, uterine pain and vaginal odour to be related to essure administration. The reporter commented: on (B)(6) 2021 was prescribed cefalexina 500 mg, 1-tablet daily, q6hr during 10 days, ibuprofen 600mg, 1 tablet daily if pain prn. Diagnostic results (normal ranges are provided in parenthesis if available): [basophil count ( 0- 100 mm3)] on (B)(6) 2021: 0 mm3. [Blood creatinine ( 0.4- 1.4 mg/dl)] on (B)(6) 2021: 0.4 mg/dl. [Blood urea ( 10- 50 mg/dl)] on (B)(6) 2021: 12 mg/dl. [Carcinoembryonic antigen] on (B)(6) 2021: 0.8 ng/dl (reference non-smoker up to 5.0 ng/dl, smoker up to 6.5 ng/dl). [Chest x-ray] on (B)(6) 2021: bone texture preserved, thoracic framework intact, mediastinum centered, usual phrenic dome, free cardio and costophrenic sinuses, cardiac areas within normal limits. [Electrocardiogram] on (B)(6) 2021: heart rates 84 beats/min. Qrs 94ms. Qt/qtc 290.462 ms. P-r-t axes 55-10-14. Ritmo sinusal normal. EKG normal. [Eosinophil count ( 45- 400 mm3)] on (B)(6) 2021: 91 mm3. [Eosinophil percentage] on (B)(6) 2021: 1 %. [Haematocrit ( 37- 47 %)] on (B)(6) 2021: 27.5 %. [Haemoglobin ( 12- 16 g/dl)] on (B)(6) 2021: 8.7 g/dl [lymphocyte count ( 900- 3300 mm3)] on (B)(6) 2021: 6370 mm3. [Lymphocyte percentage] on (B)(6) 2021: 70 %. [Mean cell haemoglobin ( 27- 34 pg)] on (B)(6) 2021: 20.91 pg. [Mean cell haemoglobin concentration ( 32- 36 g/dl)] on (B)(6) 2021: 31.64 g/dl. [Mean cell volume ( 80- 97 fl)] on (B)(6) 2021: 66.1 fl. [Monocyte count ( 90- 800 mm3)] on (B)(6) 2021: 4 mm3. [Monocyte percentage] on (B)(6) 2021: 4 %. [Neutrophil count ( 2250- 6000 mm3)] on (B)(6) 2021: 2275 mm3. [Neutrophil percentage] on (B)(6) 2021: 25 %. [Pathology test] on (B)(6) 2021: material: uterus plus attachments macroscope: uterus of total hysterectomy, irregular shape, bumpy rose color, rubbery consistency, measuring 13.0x8.0x8.0 cm, weighing 182g. The cervix measuring 5.0x4.0 cm, showing an external orifice in a transverse slit, surrounded by smooth and regular lips. The cervical canal is patent, the endometrium measuring 0.3 cm in thickness without alterations in its mucosal relief. Myometrium measuring 4.0 cm in thickness and showing multiple whitish nodules, with very precise limits, with a fasciculate appearance, intramural location, measuring the largest 4.5 cm. Major horn measuring 4.x0.3 cm without alterations, minor horn 3.0x0.8cm, without alterations. Diagnosis: uterine hypertrophy 182g; uterine leiomyomas, intramural; endometrium with a secretory pattern; mild nonspecific chronic endocervicitis; bilateral tubal edema and congestion [platelet count ( 150000- 400000 mm3)] on (B)(6) 2021: 39000 mm3. [Pregnancy test urine] on (B)(6) 2013: negative. [Red cell distribution width ( 11- 15.1 %)] on (B)(6) 2021: 17.2 %. [Smear test] on (B)(6) 2019: benign cellular alterations: inflammation, epithelium represented: squamous, intermediate and superficial cells. Descriptive diagnosis: smear with inflammatory cytological changes, showing, in between, leukocyte inflammatory exudate (mono and polymorphonuclear) and lactobacillus. Microbiology lactobacillus sp [specialist consultation] on (B)(6) 2021: a 43-year-old patient undergoing gynecological follow-up underwent routine exams and was found to have abnormal uterine bleeding, pelvic pain, being submitted to imaging exams showing an enlarged uterus and presence of essure, surgical treatment was performed total vaginal hysterectomy and bilateral salpingectomy in (B)(6) 2021. [Ultrasound scan vagina] on (B)(6) 2021: bladder - anechoic content, smooth and well-defined walls; vagina - acoustically normal; uterus - in anteversion, centered, with regular contours and precised limits, measuring 9.70x5.90x6.60 cm and volume of 169.97 cm3 (reference 25 to 140 cm3), myometrium of heterogeneous acoustic texture, closed endocervical canal, presence of posterior intramural myomas 3.66 cm, anterior intramural 1.3 cm, endometrial echo present, well delimited, regular, linear and thin, endometrial echo thickness 5.60 mm. Appendices - right ovary to uterine, with regular contours and precious limits, showing parenchyma of mixed texture and normal echogenicity, measuring 3.80x1.90x2.20 cm and volume of 7.15 cm (reference 3 to 12 cm2); left ovary for uterine with regular contours and precise limits showing parenchyma of mixed texture and normal echogenicity measuring 2.90x2.30x2.80 cm and volume of 8.40 (reference 3 to 12 cm3; douglas cul-de-sac free. Observations essure well located; hypothesis diagnosis uterine myomatosis. [White blood cell count ( 4500- 10000 mm3)] on (B)(6) 2021: 9100 mm3. [X-ray of pelvis and hip] on (B)(6) 2013: device located in the pelvis, distance between devices 4.0 cm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense and chronic pelvic pain') in a 35-year-old female patient who had essure (batch no. 664664) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4 and abortion. She used condom was contraceptive method. Previously administered products included for an unreported indication: ciclo 21. Concomitant products included ethinylestradiol;levonorgestrel (ciclo 21) for contraception. In 2013, the patient experienced uterine pain ("feeling of perforation in the uterus / twinge"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("acute pain and intense during essure placement"). On (B)(6) 2016, the patient experienced headache ("cephaleia") with eye pain, myalgia ("myalgia") and arthralgia ("arthralgia"). On (B)(6) 2021, the patient was found to have uterine leiomyoma ("uterine volume of 169.97 cm3 / uterine myamatosis"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menstrual period became more than 20 days of heavy bleeding "), dyspareunia ("dyspareunia"), abdominal pain lower ("intense colic"), pain in extremity ("pain in the legs"), lumbar pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sex"), diarrhoea ("diarrhea"), dyspnoea ("dyspnea"), peripheral swelling ("swelling in the legs"), paraesthesia ("tingling"), inflammation ("abdominal inflammation"), tremor ("tremor"), low back pain ("lower back pain"), uterine inflammation ("uterine inflammation"), joint pain ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), vaginal odour ("strong odor from vaginal fluid"), abnormal uterine bleeding ("abnormal uterine bleeding") and cervicitis ("mild nonspecific chronic endocervictis"). The patient was treated with caffeine;metamizole sodium;orphenadrine citrate (dorflex), cefalexin (cefalexina), chloramphenicol;collagenase (gyno iruxol), dimeticone (luftal), tenoxicam (teflan) and surgery (essure removal via total histerectomy vaginal and bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, procedural pain, heavy menstrual bleeding, dyspareunia, abdominal pain lower, headache, myalgia, arthralgia, pain in extremity, lumbar pain, fatigue, loss of libido, coital bleeding, diarrhoea, dyspnoea, peripheral swelling, paraesthesia, inflammation, tremor, low back pain, uterine pain, uterine inflammation, joint pain, mood swings, alopecia, adenomyosis, vaginal odour, abnormal uterine bleeding, uterine leiomyoma and cervicitis outcome was unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, adenomyosis, alopecia, arthralgia, cervicitis, coital bleeding, diarrhoea, dyspareunia, dyspnoea, fatigue, headache, heavy menstrual bleeding, inflammation, loss of libido, lumbar pain, mood swings, myalgia, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine leiomyoma, uterine pain, vaginal odour, joint pain and low back pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2021 was prescribed cefalexina 500 mg, 1tablet daily, q6hr during 10 days, ibuprofeno 600mg, 1 tablete daily if pain prn. Diagnostic results (normal ranges are provided in parenthesis if available): basophil count (0 - 100 mm3) - on (B)(6) 2021: 0 mm3. Blood creatinine (0.4 - 1.4 mg/dl) - on (B)(6) 2021: 0.4 mg/dl. Blood urea (10 - 50 mg/dl) - on (B)(6) 2021: 12 mg/dl. Carcinoembryonic antigen - on (B)(6) 2021: 0.8 ng/dl (reference non-smoker up to 5.0 ng/dl, smoler up to 6.5 ng/dl). Chest x-ray - on (B)(6) 2021: bone texture preserved, thoracic framework intact, mediastinum centered, usual phrenic dome, free cardio and costophrenic sinuses, cardiac areas within normal limits. Electrocardiogram - on (B)(6) 2021: heart rates 84 beats/min qrs 94ms qt/qtc 290.462 ms p-r-t axes 55-10-14 ritmo sinusal normal EKG normal. Eosinophil count (45 - 400 mm3) - on (B)(6) 2021: 91 mm3. Eosinophil percentage (%) - on (B)(6) 2021: 1 %. Haematocrit (37 - 47 %) - on (B)(6) 2021: 27.5 %. Haemoglobin (12 - 16 g/dl) - on (B)(6) 2021: 8.7 g/dl. Lymphocyte count (900 - 3300 mm3) - on (B)(6) 2021: 6370 mm3. Lymphocyte percentage (%) - on (B)(6) 2021: 70 %. Mean cell haemoglobin (27 - 34 pg) - on (B)(6) 2021: 20.91 pg. Mean cell haemoglobin concentration (32 - 36 g/dl) - on (B)(6) 2021: 31.64 g/dl. Mean cell volume (80 - 97 fl) - on (B)(6) 2021: 66.1 fl. Monocyte count (90 - 800 mm3) - on (B)(6) 2021: 4 mm3. Monocyte percentage (%) - on (B)(6) 2021: 4 %. Neutrophil count (2250 - 6000 mm3) - on (B)(6) 2021: 2275 mm3. Neutrophil percentage (%) - on (B)(6) 2021: 25 %. Pathology test - on (B)(6) 2021: material: uterus plus attachments macroscope: uterus of total hysterectomy, irregular shape, bumpy rose color, rubbery consistency, measuring 13.0x8.0x8.0 cm, weighing 182g. The cervix measuring 5.0x4.0 cm, showing an external orifice in a transverse slit, surrounded by smooth and regular lips. The cervical canal is patent, the endometrium measuring 0.3 cm in thickness without alterations in its mucosal relief. Myometrium measuring 4.0 cm in thickness and showing multiple whitish nodules, with very precise limits, with a fascuculate appearance, intramural location, measuring the largest 4.5 cm. Major horn measuring 4.x0.3 cm without alterations, minor horn 3.0x0.8cm, without alterations. Diagnosis: uterine hypertrophy 182g; uterine leiomyomas, intramural; endometrium with a secretory pattern; mild nonspecific chronic endocervicitis; bilateral tubal edema and congestion. Platelet count (150000 - 400000 mm3) - on (B)(6) 2021: 39000 mm3. Pregnancy test urine - on (B)(6) 2013: negative. Red cell distribution width (11 - 15.1 %) - on (B)(6) 2021: 17.2 %. Smear test - on (B)(6) 2019: benign cellular alterations: inflammation, epithelium represented: squamous, intermediate and superficial cells. Descriptive diagnosis: smear with inflammatory cytological changes, showing, in between, leukocyte inflammatory exudate (mono and polymorphonuclear) and lactobacillus. Microbiology lactobacillus sp. Specialist consultation - on (B)(6) 2021: a 43-year-old patient undergoing gynecological follow-up underwent routine exams and was found to have abnormal uterine bleeding, pelvic pain, being submitted to imaging exams showing an enlarged uterus and presence of essure, surgical treatment was performed total vaginal hysterectomy and bilateral salingectomy in (B)(6) 2021. Ultrasound scan vagina - on (B)(6) 2021: bladder - anechoic content, smooth and well-defined walls; vagina - acoustically normal; uterus - in anteversion, centered, with regular contours and percised limits, measuring 9.70x5.90x6.60 cm and volume of 169.97 cm3 (reference 25 to 140 cm3), myometrium of heterogeneous acoustic texture, closed endocervical canal, presence of posterior intramural myomas 3.66 cm, anterior intramural 1.3 cm, endometrial echo present, well delimited, regular, linear and thin, endometrial echo thickness 5.60 mm. Appendices - right ovary to uterine, with regular contours and precious limits, showing parenchyma of mixed texture and normal echogenicity, measuring 3.80x1.90x2.20 cm and volume of 7.15 cm (reference 3 to 12 cm2); left ovary for uterine with regular contours and precise limits showing parenchyma of mixed texture and normal echogenicity measuring 2.90x2.30x2.80 cm and volume of 8.40 (reference 3 to 12 cm3; douglas cul-de-sac free. Observations essure well located; hypothesis diagnosis uterine myamatosis. White blood cell count (4500 - 10000 mm3) - on (B)(6) 2021: 9100 mm3. X-ray of pelvis and hip - on (B)(6) 2013: device located in the pelvis, distance between devices 4.0 cm. Lot number: 664664, manufacture date: 2009-09 and expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-sep-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(6). Intense and chronic pelvic pain [pelvic pain female] acute pain and intense during essure placement [procedural pain] menstrual period became more than 20 days of heavy bleeding [prolonged heavy periods] dyspareunia [dyspareunia] intense colic [abdominal pain lower] cephaleia [headache] myalgia [myalgia] arthralgia [arthralgia] pain in the legs [pain legs] lumbar pain [lumbar pain] fatigue [fatigue] lack of libido [lack of libido] bleeding during and after sex [coital bleeding] diarrhea [diarrhea] dyspnea [dyspnea] swelling in the legs [swelling of legs] tingling [tingling] abdominal inflammation [inflammation localised] tremor [tremor] lower back pain [low back pain] feeling of perforation in the uterus / twinge [uterine pain] uterine inflammation [uterine inflammation] joint pain [joint pain] constant mood swings [mood swings] hair loss [hair loss] suspected adenomyosis [adenomyosis] strong odor from vaginal fluid [vaginal odour] abnormal uterine bleeding [abnormal uterine bleeding] uterine volume of 169.97 cm3 / uterine myamatosis [fibroid uterine enlarged] retro-orbital pain [retro-orbital pain] mild nonspecific chronic endocervictis [endocervicitis] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("intense and chronic pelvic pain") in a 35 year-old female patient who had essure inserted (lot no. 664664) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abortion, parity 4 (family planning) and multi gravida. She used condom was contraceptive method. Previously administered products included: ciclo 21, oral contraceptive nos and iud nos. Concurrent conditions were listed as herniated disc, bursitis, upper abdominal tenderness, shoulder pain, dizziness, vomiting, cervix inflammation, vaginal discharge, epicondylitis, hemorrhoids, blood in stool, chest discomfort, shortness of breath, depression, anxiety, diarrhea, red spotty rash, vomiting, arthralgia, myalgia, general body pain, headache, urinary tract disorder, malaise, nausea, dysuria, respiratory disorder, back pain, fever, pneumonia, diabetes mellitus, cough and dyspnea at rest. The only concomitant product mentioned was ciclo 21 (ethinylestradiol; levonorgestrel) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("acute pain and intense during essure placement"). In 2013 she experienced uterine pain ("feeling of perforation in the uterus / twinge"). On (B)(6) 2016 she experienced headache ("cephaleia"), myalgia ("myalgia") and arthralgia ("arthralgia"). On (B)(6) 2021 she was found to have uterine leiomyoma ("uterine volume of 169.97 cm3 / uterine myamatosis"). Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menstrual period became more than 20 days of heavy bleeding "), dyspareunia ("dyspareunia"), abdominal pain lower ("intense colic"), pain in extremity ("pain in the legs"), lumbar pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sex"), diarrhoea ("diarrhea"), dyspnoea ("dyspnea"), peripheral swelling ("swelling in the legs"), paraesthesia ("tingling"), inflammation ("abdominal inflammation"), tremor ("tremor"), low back pain ("lower back pain"), uterine inflammation ("uterine inflammation"), joint pain ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), vaginal odour ("strong odor from vaginal fluid"), abnormal uterine bleeding ("abnormal uterine bleeding"), eye pain ("retro-orbital pain") and cervicitis ("mild nonspecific chronic endocervictis"). The patient was treated with cefalexina [cefalexin], teflan (tenoxicam), dorflex (caffeine;metamizole sodium;orphenadrine citrate), gyno iruxol (chloramphenicol;collagenase), amitriptyline (amitriptyline hydrochloride), metformin (metformin hydrochloride) and dipyrone as well as surgery (essure removal via total histerectomy vaginal and bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for pelvic pain, procedural pain, heavy menstrual bleeding, dyspareunia, abdominal pain lower, headache, myalgia, arthralgia, pain in extremity, lumbar pain, fatigue, loss of libido, coital bleeding, diarrhoea, dyspnoea, peripheral swelling, paraesthesia, inflammation, tremor, low back pain, uterine pain, uterine inflammation, joint pain, mood swings, alopecia, adenomyosis, vaginal odour, abnormal uterine bleeding, uterine leiomyoma and cervicitis were unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, adenomyosis, alopecia, arthralgia, joint pain, lumbar pain, low back pain, cervicitis, coital bleeding, diarrhoea, dyspareunia, dyspnoea, eye pain, fatigue, headache, heavy menstrual bleeding, inflammation, loss of libido, mood swings, myalgia, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine leiomyoma, uterine pain and vaginal odour to be related to essure administration. The reporter commented: on (B)(6) 2021was prescribed cefalexina 500 mg, 1tablet daily, q6hr during 10 days, ibuprofeno 600mg, 1 tablete daily if pain prn. Diagnostic results (normal ranges are provided in parenthesis if available): [basophil count ( 0- 100 mm3)] on (B)(6) 2021: 0 mm3. [Blood cholesterol] (date unknown): 228. [Blood creatinine ( 0.4- 1.4 mg/dl)] on (B)(6) 2021: 0.4 mg/dl. [Blood glucose] on (B)(6) 2012: 105; on (B)(6) 2015: 120; on (B)(6) 2016: 117; on (B)(6) 2017: 126; on (B)(6) 2017: 107; on (B)(6) 2017: 121; on (B)(6) 2018: 108. [Blood urea ( 10- 50 mg/dl)] on (B)(6) 2021: 12 mg/dl. [Carcinoembryonic antigen] on (B)(6) 2021: 0.8 ng/dl (reference non-smoker up to 5.0 ng/dl, smoler up to 6.5 ng/dl). [Chest x-ray] on (B)(6) 2021: bone texture preserved, thoracic framework intact, mediastinum centered, usual phrenic dome, free cardio and costophrenic sinuses, cardiac areas within normal limits [electrocardiogram] on (B)(6) 2021: heart rates 84 beats/min qrs 94ms qt/qtc 290.462 ms p-r-t axes 55-10-14 ritmo sinusal normal EKG normal [eosinophil count ( 45- 400 mm3)] on (B)(6) 2021: 91 mm3 [eosinophil percentage] on (B)(6) 2021: 1 % [haematocrit ( 37- 47 %)] on (B)(6) 2021: 27.5 % [haemoglobin ( 12- 16 g/dl)] on (B)(6) 2021: 8.7 g/dl [lymphocyte count ( 900- 3300 mm3)] on (B)(6) 2021: 6370 mm3 [lymphocyte percentage] on (B)(6) 2021: 70 % [mean cell haemoglobin ( 27- 34 pg)] on (B)(6) 2021: 20.91 pg [mean cell haemoglobin concentration ( 32- 36 g/dl)] on (B)(6) 2021: 31.64 g/dl [mean cell volume ( 80- 97 fl)] on (B)(6) 2021: 66.1 fl [monocyte count ( 90- 800 mm3)] on (B)(6) 2021: 4 mm3 [monocyte percentage] on (B)(6) 2021: 4 % [neutrophil count ( 2250- 6000 mm3)] on (B)(6) 2021: 2275 mm3 [neutrophil percentage] on (B)(6) 2021: 25 % [oxygen saturation] on (B)(6) 2015: 95 [pathology test] on (B)(6) 2021: material: uterus plus attachments macroscope: uterus of total hysterectomy, irregular shape, bumpy rose color, rubbery consistency, measuring 13.0x8.0x8.0 cm, weighing 182g. The cervix measuring 5.0x4.0 cm, showing an external orifice in a transverse slit, surrounded by smooth and regular lips. The cervical canal is patent, the endometrium measuring 0.3 cm in thickness without alterations in its mucosal relief. Myometrium measuring 4.0 cm in thickness and showing multiple whitish nodules, with very precise limits, with a fascuculate appearance, intramural location, measuring the largest 4.5 cm. Major horn measuring 4.x0.3 cm without alterations, minor horn 3.0x0.8cm, without alterations. Diagnosis: uterine hypertrophy 182g; uterine leiomyomas, intramural; endometrium with a secretory pattern; mild nonspecific chronic endocervicitis; bilateral tubal edema and congestion [physical examination] on (B)(6) 2017: on speculum examination, the cervix was inflamed, bloody, the breasts were free of secretion and unchanged.; (date unknown): patient in good general condition, flushed, hydrated, afebrile and eupneic. Cardiac system: regular heart rhythm 2t, no murmurs. Blood pressure 118x67mmhg. Heart rate 84bpm. Respiratory system: positive vesicular murmur, reduced in bases. Oxygen saturation: 95% in ambient air. [Platelet count ( 150000- 400000 mm3)] on (B)(6) 2021: 39000 mm3 [pregnancy test urine] on (B)(6) 2013: negative [red cell distribution width ( 11- 15.1 %)] on (B)(6) 2021: 17.2 % [smear test] on (B)(6) 2019: benign cellular alterations: inflammation, epithelium represented: squamous, intermediate and superficial cells. Descriptive diagnosis: smear with inflammatory cytological changes, showing, in between, leukocyte inflammatory exudate (mono and polymorphonuclear) and lactobacillus. Microbiology lactobacillus sp [specialist consultation] on (B)(6) 2021: a 43-year-old patient undergoing gynecological follow-up underwent routine exams and was found to have abnormal uterine bleeding, pelvic pain, being submitted to imaging exams showing an enlarged uterus and presence of essure, surgical treatment was performed total vaginal hysterectomy and bilateral salingectomy in (B)(6) 2021 [ultrasound scan vagina] on (B)(6) 2021: bladder - anechoic content, smooth and well-defined walls; vagina - acoustically normal; uterus - in anteversion, centered, with regular contours and percised limits, measuring 9.70x5.90x6.60 cm and volume of 169.97 cm3 (reference 25 to 140 cm3), myometrium of heterogeneous acoustic texture, closed endocervical canal, presence of posterior intramural myomas 3.66 cm, anterior intramural 1.3 cm, endometrial echo present, well delimited, regular, linear and thin, endometrial echo thickness 5.60 mm. Appendices - right ovary to uterine, with regular contours and precious limits, showing parenchyma of mixed texture and normal echogenicity, measuring 3.80x1.90x2.20 cm and volume of 7.15 cm (reference 3 to 12 cm2); left ovary for uterine with regular contours and precise limits showing parenchyma of mixed texture and normal echogenicity measuring 2.90x2.30x2.80 cm and volume of 8.40 (reference 3 to 12 cm3; douglas cul-de-sac free. Observations essure well located; hypothesis diagnosis uterine myamatosis [white blood cell count ( 4500- 10000 mm3)] on (B)(6) 2021: 9100 mm3 [x-ray of pelvis and hip] on (B)(6) 2013: device located in the pelvis, distance between devices 4.0 cm and device location: pelvis: distance between microdevices: 4.0 cm lot number:664664 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-sep-2024: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.